Event description:
Device issue: none. Adverse event: angina and restenosis requiring intervention. Onset of adverse event: approx 20 months post procedure. It was reported via trial that on (B) (6) 2007, the pt underwent stenting in the predilated first obtuse marginal with one xience v stent and in the predilated mid left anterior descending (lad) with one xience v stent. On an unspecified date in 2009, the pt experienced angina. Proximal and distal edge in-stent restenosis was identified in the xience stent in the mid lad lesion. On (B) (6) 2010, the pt's angina was treated with revascularization in the mid lad with another xience stent. There was no adverse pt sequela. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Angina and restenosis are known adverse events as listed in the no fault risk assessment (ram) and xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.